Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and was unable to charge the ipg due to migration. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and repositioned to correct the said issues. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.